Event description:
Healthcare professional reports multiple fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. The dialyzers were reused prior to the reported events, number of times unk. Healthcare professional reports no pt injury or need for medical intervention.